Event description:
It was reported, the patient experienced intermittent shocking originating from her implantable neurostimulator (ins) pocket, going up into her back and down the back of her left leg to mid-thigh. It was noted this started about 3-4 weeks prior to this report and had become progressively worse over the next 5-6 days. It was also noted shocking randomly occurred whether stimulation was on or off and occurs in all positions but was worse if the patient was putting pressure on the ins or sitting on the ins. Normal impedances, 777-958 ohms, were reported. No error codes, falls, trauma, or weight loss were noted. The patient's physician performed x-ray and no issues were detected. It was noted that it "appeared to be related to medical issues with the ins pocket and not electrical current from the ins." Additional information received two days later reported no malfunctions were seen and the cause of the issue was not determined. It was reported, the patient started on oral medications and it had "eased up some" in intensity and frequency. It was noted, the patient had a follow-up appointment scheduled for (B)(6) 2013. As of (B)(6) 2013, the patient had not attempted to turn her stimulation back on. Additional information received six days later reported, the patient continued to have hypersensitivity at the pocket site; the patient's physician could barely touch it and "it set her off." The patient's device was scheduled to be removed (B)(6) 2013. Additional information received reported, the patient's generator was removed and extensions were cut. It was noted "everything looked normal" upon explant. Additional information received about a week after explant reported, the patient's incision appeared to be healing well. The patient had "zero" of the shooting pain that was emanating from her device pocket since it was removed.

Manufacturer narrative:
Product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 39565-30 lot# serial# (B)(4), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was sitting and the shocking made them jump. The patient had a little bit of labored breathing and was very anxious and distressed.